Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which prevented charging and led to pump shutdown without any low power alerts. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, program settings and reconnect cgm on replacement pump, select appropriate setup option on software version 7.10.2 replacement device, and return damaged pump using prepaid label, and technical support arranged shipment of replacement pump under warranty.